Event description:
It was reported that pump began burning/melting and smoking while charging with tandem supplies. There was no reported impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.